Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented after experiencing pre-syncopal episodes. It was determined that the right ventricular (rv) lead exhibited high threshold that led to loss of capture. In addition, the rv lead exhibited high impedance, short interval counts (sic) and non-sustained tachycardia episodes resulting from a possible fracture. The rv lead was explanted and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The rv (right ventricular) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress.